Manufacturer narrative:
The customer¿s report that the IV tubing cracked and leaked at the drip chamber was not confirmed. The set was visually inspected and no anomalies were noted. Functional and pressure testing was performed; no leaks were noted. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Concomitant products: non-cfn sec set; (2)non-cfn spiro adapters; non-cfn bag access adapter; b.braun 500ml ref (B)(4) of metho trexate pf 25ml; baxter 1000ml IV bag of 0.9% nacl injection usp, (B)(4), ndc (B)(4), therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was receiving an infusion of methotrexate pf 25mg per ml 1336mg in 500 ml ns at a rate of 22.7ml per hour. The IV was in use for 48 hours when the user noticed a crack and leak at the drip chamber. No patient harm reported.